Event description:
A non-health care professional reported that, following an intraocular lens (iol) implantation procedure, the patient had experienced halos and glare. The iol was explanted and replaced with an unspecified monofocal intraocular lens during a secondary implantation procedure. Additional information had been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).